Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There is motion at the junction between the acetabular insertion handle and the component (at least a 5 degree arc of motion). I noticed this on my first mako hip case over three years ago. The design team acknowledged this and assured me that it would be resolved soon. Nothing has changed. This introduces error.

Event description:
There is motion at the junction between the acetabular insertion handle and the component (at least a 5 degree arc of motion). I noticed this on my first mako hip case over three years ago. The design team acknowledged this and assured me that it would be resolved soon. Nothing has changed. This introduces error.

Manufacturer narrative:
Reported event: there is motion at the junction between the acetabular insertion handle and the component (at least a 5 degree arc of motion). I noticed this on my first mako hip case over three years ago. The design team acknowledged this and assured me that it would be resolved soon. Nothing has changed. This introduces error. Case type: no associated procedure. Device evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review. Review of the device history records cannot be conducted as the lot number is unknown. Complaint history review . Review of the complaint history records cannot be conducted as the lot number is unknown. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Correction: MFR report #3005985723-2020-00005 was reported in error. Upon investigation is was confirmed the issue was not with the robot, but with the instrument. After re-assessing this event, it has been determined that this issue is not reportable. Therefore, this MDR is being canceled.

Event description:
There is motion at the junction between the acetabular insertion handle and the component (at least a 5 degree arc of motion). I noticed this on my first mako hip case over three years ago. The design team acknowledged this and assured me that it would be resolved soon. Nothing has changed. This introduces error.